Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the ascending aortic rupture cannot be confirmed. In addition to procedural factors (valve over sizing), patient factors (female gender, advanced age, moderate valvular calcification, severe aortic root calcification, friable cardio-aortic tissue) likely contributed to the event. There was no allegation or indication that a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the intended position of 80:20 aortic/ventricular (a/v). Post valve deployment, tee showed a pericardial effusion. Percutaneous cardiopulmonary support (pcps) was initiated. The effusion was not drained; however, the patient¿s hemodynamics were stabilized by the pcps. Fluoroscopy showed a considerable contrast leak. The patient¿s chest was surgically opened. A rupture, approximately 2cm in length, was observed right below the right coronary artery (rca) ostium. The cardio-aortic tissue was very friable and the rupture was judged to be irreparable. The sapien 3 valve was explanted and the procedure was converted to an aortic root replacement (bentall) procedure. Post bentall procedure, bleeding occurred and persisted all over the heart. Achieving hemostasis was difficult. Additionally, the venous cannula for the pcps was found to have perforated the right atrium and reached to the ventricle. The perforation was surgically repaired. After hemostasis was barely achieved, a platelet preparation was administered and the procedure was terminated. On postoperative day (pod) 6, the patient expired. The cause of death was reported to be a myocardial infarction following a left coronary artery occlusion at the anastomosis site. The native annular diameter measured 24.0mm by CT with a valve area of 451mm2. Moderate valvular calcification and severe aortic root calcification was reported. It was speculated that the valve size might have been ¿a little¿ big to the annulus. The cardio-aortic tissue was also ¿exceptionally¿ thin and friable. As reported, the cardiac tissue ruptured wherever it was touched.